Manufacturer narrative:
Device history records were reviewed with no deviations or anomalies identified that would have contributed to the reported event. The screw driver was returned for review. The cannulated screwdriver 3.5mm subcomponent was the portion of the assembly that fractured. Visual inspection confirmed that the tip fractured near the hex portion. The fractured piece was not returned for review. Dimensions, where they were measured, and hardness testing were found to be conforming to print specifications. This device is used for treatment. The screw driver was manufactured on 18 mar 2008 and therefore had potential field ages of approximately 8 years 3 months, at the time of the reported incident. The exact field usage of this instrument is unknown. The likely root cause of the reported event is due to wear and tear of the instrument during use.

Manufacturer narrative:
This report is being submitted to amend sections. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the screwdriver broke during surgery.